Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging inaccurate delivery on the pump. The reporter indicated having elevated blood glucose levels over 250 mg/dl with no signs or symptoms; the reported blood glucose does not meet animas criteria for an adverse event. The pump was reviewed with the reporter. The reporter indicated that the basal history matched the programmed basal rates and were reflected in the total daily dose history. The bolus history was reviewed and the reporter indicated that the bolus totals did not match in the total daily dose history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 2/4/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: unable to duplicate the complaint. The history shows 0.00u of a programmed 1.60u bolus delivered on (B)(6) 2015 03:51 due to eaw-176- partial delivery, user aborted (meter) warning. A fully delivered 1.15u bolus followed immediately. Performed a 10u audio & 10u normal bolus successfully. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. A 10u bolus was successfully delivery from test meter to the pump with no errors. No alarms occured during testing. Unrelated to the complaint, the battery compartment is cracked below the bumper pad.